Event description:
It was reported that the patient presented with radiculopathy and extremity pain. The patient was diagnosed with stenosis l5-s1, kyphosis l5-s1, degenerative disc disease l5-s1, spondylosis l5-s1, and post-laminectomy failed back l5-s1. The patient underwent an open posterior surgery consisting of fusion l5-s1. Rhbmp-2/acs and posterior instrumentation were used. Local antibiotics were applied and x-ray verification of levels was done. The patient was discharged homethe patient's 30-day nrs was 7. The patient's 30-day odi was 66. The patient developed uti, hoarseness, and blackout spells and falls post-discharge. Patient required wound revision and debridement. Patient also required pain management post-discharge.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient was diagnosed with back pain l5-s1. The patient underwent posterior discectomy l5-s1 and anterior instrumentation were used. The patient presented for a 6 month follow-up and his nrs was 7 and odi was 48.